Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('dysfunction uterine bleeding') in a 24-year-old female patient who had essure (batch no. 20224430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *on or around (B)(6) 2011 she underwent a transvaginal ultrasound because of her complaints of dysfunction uterine bleeding and pelvic pain, and the ultrasound demonstrated a left ovarian cyst. On a follow up transvaginal ultrasound done on (B)(6) 2011 it was demonstrated that the cyst resolved on its own. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain"). In (B)(6) 2010, the patient experienced abnormal uterine bleeding (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced ovarian cyst ("left ovarian cyst"), 11 months 12 days after insertion of essure. On (B)(6)2012, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced heavy menstrual bleeding ("heavy menstrual periods"), peripheral swelling ("swelling of hands and feet"), depression ("depression") with anxiety, rash ("rashes on chest, neck and stomach"), fatigue ("fatigue"), migraine ("migraine"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with oral contraceptive nos. On (B)(6) 2011, the ovarian cyst had resolved. At the time of the report, the abnormal uterine bleeding, pelvic pain, heavy menstrual bleeding, peripheral swelling, migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the depression, rash, fatigue and abdominal pain had not resolved. The reporter considered abdominal pain, abnormal uterine bleeding, autoimmune disorder, depression, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, migraine, ovarian cyst, pelvic pain, peripheral swelling and rash to be related to essure. No further causality assessment were provided for the product. The reporter commented: insertion details- right : 4 coils were easily· visualized within the uterine cavity left : 3 coils were easily· visualized within the uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Lot number, rcc and reporter information was added. Patient's dob updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunction uterine bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on or around (B)(6) 2011 she underwent a transvaginal ultrasound because of her complaints of dysfunction uterine bleeding and pelvic pain, and the ultrasound demonstrated a left ovarian cyst. On a follow up transvaginal ultrasound done on (B)(6) 2011 it was demonstrated that the cyst resolved on its own. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced ovarian cyst ("left ovarian cyst"), 11 months 12 days after insertion of essure. On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menorrhagia ("heavy menstrual periods"), peripheral swelling ("swelling of hands and feet"), depression ("depression") with anxiety, rash ("rashes on chest, neck and stomach"), fatigue ("fatigue"), migraine ("migrain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with oral contraceptive nos. On (B)(6) 2011, the ovarian cyst had resolved. At the time of the report, the dysfunctional uterine bleeding, pelvic pain, menorrhagia, peripheral swelling, migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the depression, rash, fatigue and abdominal pain had not resolved. The reporter considered abdominal pain, autoimmune disorder, depression, dysfunctional uterine bleeding, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, ovarian cyst, pelvic pain, peripheral swelling and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: new event migraine, genital hemorrhage, autoimmune disorder, hypersensitivity added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunction uterine bleeding') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on or around (B)(6) 2011 she underwent a transvaginal ultrasound because of her complaints of dysfunction uterine bleeding and pelvic pain, and the ultrasound demonstrated a left ovarian cyst. On a follow up transvaginal ultrasound done on (B)(6) 2011 it was demonstrated that the cyst resolved on its own. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced ovarian cyst ("left ovarian cyst"), 11 months 12 days after insertion of essure. On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menorrhagia ("heavy menstrual periods"), peripheral swelling ("swelling of hands and feet"), depression ("depression") with anxiety, rash ("rashes on chest, neck and stomach"), fatigue ("fatigue"), migraine ("migrain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with oral contraceptive nos. On (B)(6) 2011, the ovarian cyst had resolved. At the time of the report, the dysfunctional uterine bleeding, pelvic pain, menorrhagia, peripheral swelling, migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the depression, rash, fatigue and abdominal pain had not resolved. The reporter considered abdominal pain, autoimmune disorder, depression, dysfunctional uterine bleeding, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, ovarian cyst, pelvic pain, peripheral swelling and rash to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abnormal uterine bleeding ('dysfunction uterine bleeding').I n a 24-year-old female patient who had essure (batch no. 20224430), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on or around (B)(6) 2011, she underwent a transvaginal ultrasound, because of her complaints of dysfunction uterine bleeding and pelvic pain. And the ultrasound demonstrated a left ovarian cyst. On a follow up, transvaginal ultrasound done on (B)(6) 2011. It was demonstrated, that the cyst resolved on its own. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported, which indicates, a new technical failure mode for the device. As a product quality defect could not be confirmed, but is considered plausible. A relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. On (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abnormal uterine bleeding (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced ovarian cyst ("left ovarian cyst"), (B)(6) months (B)(6) days after insertion of essure. On (B)(6)2012, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced heavy menstrual bleeding ("heavy menstrual periods"), peripheral swelling ("swelling of hands and feet"), depression ("depression") with anxiety, rash ("rashes on chest, neck and stomach"), fatigue ("fatigue"), migraine ("migrain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with oral contraceptive nos. On (B)(6) 2011, the ovarian cyst had resolved. At the time of the report, the abnormal uterine bleeding, pelvic pain, heavy menstrual bleeding, peripheral swelling, migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. And the depression, rash, fatigue and abdominal pain had not resolved. The reporter considered abdominal pain, abnormal uterine bleeding, autoimmune disorder, depression, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, migraine, ovarian cyst, pelvic pain, peripheral swelling and rash to be related to essure. The reporter commented: insertion details: right: 4 coils, were easily visualized within the uterine cavity; left: 3 coils, were easily visualized within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010, results: bilateral tubal occlusion. Lot number#: 20224430, manufacture date: 2009-11, expiration date: 2012-11. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-jun-2021, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.